Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - observed saline deposits on case body/irrigation interface. Failed vacuum test (test002). Upon internal inspection, found cracked peizo crystals. The cause of the crack was not verified. The DHR for lot 16513-04 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 16513-04.(B)(4). A review of console history (s/n (B)(4)) during the months of (B)(4) 2013 showed that there were two (2) reported complaints originating from this console.

Event description:
Started out fine and the sound waves stopped about 20 seconds in. Changed tips and finished.